Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with intravenous vancomycin (1g; frequency and duration not reported) and intravenous ceftazidime (1g; frequency and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. The patient's recovery status and outcome of the event were unknown. No additional information is available.

Manufacturer narrative:
The cause of the peritonitis event was a break in aseptic technique further described as a touch contamination. On same day as the onset, the patient was hospitalized for peritonitis and began treatment with injection vancomycin and injection ceftazidime therapies. Five days later, the patient recovered from the peritonitis, antibiotic therapy was stopped, and the patient was discharged from the hospital. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.